Event description:
It was reported to boston scientific corporation through a retrospective review study, that a partially covered ultraflex esophageal stent was used during a stent placement procedure for post bariatric surgery leak, performed on (B) (6) 2006. According to the complainant, on (B) (6) 2007 the patient presented with moderate stent occlusion due to hyperplasia, which was treated by placing a polyflex stent within the ultraflex stent. A polyflex stent placement was reported to have been planned as part of the treatment protocol at approximately the same time as the occlusion occurred, so it was stated that the ultralflex occlusion did not significantly interrupt the planned treatment algorithm for this patient. Per planned treatment protocol, both stents were removed on (B) (6) 2007 without complications. The post bariatric surgery leak was healed. The patient was reported to be in good condition at the conclusion of these procedures.

Manufacturer narrative:
(B) (6). Weight unknown; however, patient reported as obese (B) (6). Upn unknown; however, device reported as partially covered esophageal stent: length 15 cm, flare diameters 18/23 mm. (B) (4) medical intervention required. Foreign source: (B) (4)retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks (pbsl) and esophageal leaks (el). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.